Event description:
It was reported to the aci clinical specialist on (B)(6) 2013 that a patient underwent a diagnostic catheterization procedure within the last 2 weeks. Following the procedure, the physician selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that no hematoma was present at the time of the deployment but sometime after (time or date unknown) a pseudo-aneurysm was noted. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.